Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had severe tears near one end of the modular cable. It was exchanged for a new one.